Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that multiple loss of prime warnings had occurred in the last 2 months and that alarms usually started on day 2 after a site change and then occurred as often as every 30 minutes. Reportedly, the cap was tight, there was no power loss, and no change in temperature. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box showed a loss of prime warning associated with a low non-zero force event. An ezprime sequence and a 24 hour duration test were successfully completed with no loss of prime warnings being duplicated. The force sensor calibration check showed the pump was detecting the correct force. The pump cover was removed and there was no contamination or damage to the force sensor circuit observed. There was an unidentified force low event observed in the black box. The force sensor calibration was in specifications.